Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician. It was reported the device was not used in years as it "did not help." There were no symptoms related to the non-functioning device. No further complications were reported or are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v319832, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID 3093-28, lot# v319832, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that while reading the patient's record, they "removed non-functional generator and lead", needed further research. Relevant medical history includes urinary dysfunction/sacral nerve stim. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.